Event description:
It was reported that the ventilator generated a technical error code indicating disabled ventilation.. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer (fse). The reported issue was reproduced during on-site visit. Technical error (te) was caused by defective control printed circuit board (pcb). Moreover, nozzle unit on air gas module was found broken. Defective parts were replaced. The device was delivered to the user in working condition. Reported te indicates disabled ventilation. It is communication error or control pcb error during startup. Control pcb contains electronics including microprocessor control to achieve among others: regulation of inspiratory flow, regulation of inspiratory pressure and regulation of a constant inspiratory flow. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. According to the manufacturer¿s specification the complete plastic nozzle unit must be replaced during preventive maintenance. It remains unknown, when the nozzle units were last replaced. The defective nozzle unit was physically damaged, which was confirmed only by fse's statement, as photo of the damaged part was not provided. The device's logs were not provided for further analysis. Our conclusion is that the replaced parts were the causes of the failures.

Event description:
Manufacturer's ref. #: (B)(4).